Event description:
It was reported that one interlink administration set was observed with a leak at the bottom of the filter. This observation was made during patient use. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual test was performed with no abnormality noted. The initial functional pressure testing confirmed the reported condition of a leaking filter. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.